Event description:
The user facility reported that the patient's blood vessel was torn during the procedure. The main cap and the main sheath were withdrawn and the whole angio-seal was pulled out. The blood loss was less than 250cc's. There is not a direct allegation that the reported device caused or contributed to patient injury and/or need for medical intervention. The event occurred intra-operative. Additional information was received on 29 jan 2024: the procedural sheath size used was a 6 french. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. The operator used greater force during the withdrawal of the angio-seal, resulting in tearing of the blood vessel. There was no stenosis, plaque, calcium present around the insertion site. A pre-deployment angiogram was performed. After the angio-seal was withdrawn from the body and hemostasis was achieved by posterior hand pressure. The blood vessel had been treated. The patient was stable. The procedure was successful. There were concomitant devices used with the angio-seal. Lower extremity arterial stenting was performed prior to angio-seal use.

Manufacturer narrative:
Date of birth: requested, not provided weight: requested, not provided implanted date: device was not implanted explanted date: device was not explanted e1: initial reporter name: unknown e1: phone number: unknown. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9, update section h3, and to provide the completed investigation results. One (1) 6 french angio-seal device was returned for product evaluation. The returned sample included the carrier tube, hemostasis sheath, and packaging. The device was visually inspected and found to have been in used condition. The carrier tube and hemostasis sheath were returned fully mated and fully rear locked. The anchor and collagen were tamped, and the black and clear stop indicators were visible. No other damage or issues were identified. The complaint was confirmed for excessive force during tamping. The exact root cause cannot be determined. The likely cause was determined to have been excessive force used during tamping resulting in tearing of the vessel. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).